Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to myopotential oversensing. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to myopotential oversensing. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.